Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. A 30.5cm section of the inner catheter has separated at the connection joint from the remainder of the introduction system. Magnified visual inspection of the separated area confirmed the inner wall of the tubing was not prepared properly during manufacture. Therefore, the introduction system did not meet the applicable manufacturing specification. Numerous small kinks were noted in the introduction system. One sealed introduction system from the same lot was evaluated during our investigation. The introduction system was disassembled and the same joint was inspected. The tubing had been prepared appropriately. No discrepancies or anomalies were noted with the sealed device from the same lot. After a review of the device history record for this lot, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other occurrences related to separation of the inner catheter at the joint. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: upon evaluation of the introduction system, we confirmed the inner catheter tubing had not been prepared in accordance with the applicable specification. This is the likeliest cause for inner catheter separation and detachment during use. The information provided indicated resistance was encountered during wire guide and introduction system advancement through the stricture. Attempting to place the stent in a severe stricture can encourage the application of excessive pressure. This may have contributed to inner catheter separation. Information provided indicated a sphincterotomy was completed prior to stent placement, but resistance was encountered during insertion of the wire guide through the stricture. Information also indicated resistance was encountered when the introduction system was advanced. Resistance of this nature can occur if the stent is placed in a severe stricture. A caution located in the instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The contradictions listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. The information provided indicated a biliary dilation of the stricture was not performed prior to stent placement. The instructions advise the user that a biliary dilation of the strictures area may be performed to ensure smooth stent deployment in narrowed strictures. Kinks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions advise the user to advance the device through the accessory channel in short increments and to avert stent placement if the wire guide will not advance through the stricture. These activities will aid in device preservation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. Corrective actions: a corrective action has been initiated in response to this occurrence. This product was manufactured prior to the initiation of this corrective action. The manufacturing personnel have participated in a training session in an effort to heighten awareness. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The physician used a cook endoscopy zilver expandable metal biliary stent system. The physician encountered resistance during advancement of the wire guide through the stricture and during advancement of the stent introduction system as well. However, the stent was successfully placed. When removing the introduction system a section of the introduction system detached into the patient's stomach. A snare was used to endoscopically retrieve the section of the introduction system from the patient's stomach. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.